Event description:
It was reported that a dexcom g7 sensor experienced a brief connectivity or pairing interruption lasting approximately 15¿20 minutes, which resolved spontaneously during the call, and no device faults were identified on the ilet system. Symptoms included none, and blood glucose was not adversely affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education regarding transient sensor communication issues and expected self-resolution within a short duration. Investigation of this case revealed normal function after a transient communication disruption consistent with temporary sensor or wireless interference, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient external interference leading to an intermittent sensor communication issue that resolved without intervention.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.